Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following sets of results on the aviva system: within 10 minutes: 525 mg/dl, 202 mg/dl, 113 mg/dl, 180 mg/dl, and 135 mg/dl and within 10 minutes: 168 mg/dl and 360 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.